Manufacturer narrative:
MDR 3003442380-2024-08512 - device 16 of 18.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive issues with 18 infusion sets and stated that the infusion set fell off during use. The specific value of blood glucose (bg) was unknown but displayed as 'high', and the patient took a correction injection via mdi. The events occurred from (B)(6) 2024 to (B)(6) 2024. The patient had high/large ketones, but the healthcare professional (hcp) did not identify them as dangerous/life-threatening. The infusion set was in use for 3 hours. The patient replaced the infusion set and resumed insulin successfully. No further information available.